Event description:
It was reported that a patient presented with under-sensing noted in the atrial channel. It was recommended to assess lead position. No additional intervention was reported. No information regarding adverse patient consequences were reported.